Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Where did you receive the product from (ethicon, distributor, etc)? A manufacturing record evaluation was performed for the finished device lot pmk053, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019; and a suture was used. During the procedure, the suture pulled off the needle during use. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2020 a picture was received for analysis. Upon visual inspection of a picture, a new foil packet of the product code vcp771d, lot # pmk053 could be observed and no pull off was noted due to sample is sealed.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: what was the initial procedure? --unk where did you receive the product from (ethicon, distributor, etc)? --the complaint information was reported by hospital, and we received from ccc hot line attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The product code and lot are valid. What are the customer¿s concerns about the authenticity of the product? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.